Manufacturer narrative:
Following return and confirmation of explant, this event will be further updated.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely, as noted during a routine follow-up the indicator was exhibiting a remaining capacity of 12 percent; however three months prior, 43 percent had been observed. The patient has been scheduled for replacement. No other resulting adverse effects have been reported. Subsequently, the device was confirmed explanted and replaced with another boston scientific product. The explanted device is expected to be returned for laboratory functional and longevity analysis. No procedural adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices, which was expanded in december 2020, that has an elevated potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely, as noted during a routine follow-up the indicator was exhibiting a remaining capacity of 12 percent; however three months prior, 43 percent had been observed. The patient has been scheduled for replacement. No other resulting adverse effects have been reported. Subsequently, the device was confirmed explanted and replaced with another boston scientific product. The explanted device is expected to be returned for laboratory functional and longevity analysis. No procedural adverse effects were reported.